Event description:
A caller reported encountering a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level reported. Technical support provided guidance for a complete pump reset and assisted the caller through the process. After the reset, the cgm error code did not appear again, and the caller successfully started their sensor session.